Event description:
It was reported that the device battery went to eri earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device battery went to eri earlier than expected. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.